Event description:
It was reported that an implantable neurostimulator, specifically a pain stim implantable pulse generator (ipg), began shutting on and off while the patient was sitting down. The healthcare provider indicated that it was like the lead near the patient's spine was touching their spine or something. The neurostimulator would shut off and then turn back on after 10-15 seconds, functioning for about an hour before shutting off again. The patient mentioned that the issue may have started two or three weeks prior. The resolution involved redirecting the call to the appropriate medtronic representative for further assistance.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.